Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in amplitude morphology measurements while they were cutting hedges in their yard. Boston scientific technical services provided troubleshooting options to the field. A new sensing template was acquired, and the s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.